Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During left orif acetabulum, the tip of the drill bit (2.5 x 450mm) snapped off the shaft. No adverse consequence to patient and no delay in surgery. Product is available for return. Lot code is not available.

Manufacturer narrative:
The reported incident that the ¿scaled drill ø2.5mm, ao fitting¿ broke during medical procedure (s-11 / breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The scaled drill was received, for evaluation, broken at the tip. The device inspection revealed that the surface of the drill is in a good condition, but the tip is broken, almost at the beginning of the helix. The edges of the remaining helix are quite deformed and slightly twisted. The breakage surface shows signs of torsional deformation. The scaled drill was most likely twisted under high loads and eventually broke. The manufacturing inspection did not indicate any malfunctions. Most likely, during usage of the device, excessive torque was applied. Such power, in combination with hard/dense bone, and even violent moves, could definitely deform the scaled drill and lead to such a breakage. Particularly, if the drilling was in an inclined angle, in the hard bone, a bending moment could be generated, leading to a fracture, as the one reported. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. A deviation from the instructions for cleaning and sterilization could also affect the device`s body. It is clearly stated in the cleaning and sterilization guide that ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ the drill is made out of steel and if the appropriate conditions are not observed it is quite possible to become rusty. As a consequence, this rusty and rough surface, in combination with excessive torque and twisting forces applied, can lead to a breakage. The IFU clearly states that ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ moreover, ¿before preparing for sterilization, all medical devices should be inspected. [¿] all parts of the devices should be checked for visible soil and/ or corrosion.¿ and in all cases ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ if the drill has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the above-mentioned observations the case could be classified as user-related due to over-torque. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During left orif acetabulum, the tip of the drill bit (2.5 x 450mm) snapped off the shaft. No adverse consequence to patient and no delay in surgery. Product is available for return. Lot code is not available.